Manufacturer narrative:
Patient code: (B)(4) - labeled yes. Device code: (B)(4) - labeled na. The catheter has been returned to the manufacturer for analysis which was not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported due to a "device malfunction" the patient's intrathecal catheter was explanted and replaced. The implant duration is unknown. The patient experienced a return of symptoms and an exacerbation of spasticity that did not respond to baclofen dose increases, boluses, or morphine test. A contrast test was conducted with no findings. The patient outcome resolved after the catheter replacement. The baclofen dose was back to the patient's normal daily dose of 600 mcg/day.